Event description:
This report summarizes four malfunctions. A review of the reported informations indicated that model mc1820 biopsy instrument allegedly experienced self activated and failed to obtain sample. This information was received from various sources. All the four malfunctions involved patients with no known impact to the patients. Age, sex and weight of the patients were not provided.

Manufacturer narrative:
H10: the lot numbers for the devices were provided for all four malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for three malfunctions and sample was returned for one malfunction. Therefore, the investigation is unconfirmed for the reported failure to obtain samples and self activation issue for one malfunction and it is inconclusive for the reported failure to obtain samples and self activation issue for the remaining three malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot numbers for the devices were provided and a lot history review were performed. The samples were returned to the manufacturer for inspection/evaluation. The investigation was inconclusive for the alleged failure to obtain sample and self activation issue. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported informations indicated that model mc1820 biopsy instrument allegedly experienced self activated and failed to obtain sample. This information was received from various sources. All the three malfunctions involved patients with no known impact to the patients. Age, sex and weight of the patients were not provided.